Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had blocked delivery during bolus. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Unit passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08740 inches. Unit primed properly. No unexpected alarms noted during prime. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarms noted during testing. Unit was programmed with multiple test boluses. All boluses delivered properly with no unexpected insulin flow blocked alarm noted. Unit had scratched case, cracked case at battery tube side, cracked battery tube threads, pillowing keypad overlay, stained keypad overlay and cracked retainer.